Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The provided analyzer alarm trace did not indicate any issues. No qc was run on the device prior to the event. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs result for one patient sample. The patient was tested at and the result was around 50 pg/ml. The patient was redrawn at and the result was 11.40 pg/ml. The patient was redrawn at and the result was around 50 pg/ml. The customer then repeated the sample on (B)(6) 2017 and the result 47.29 pg/ml. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 245194. The expiration date was requested but was not provided.